Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.

Event description:
It was reported that an altitude alarm has been occurring intermittently since (B)(6) 2023. The customer¿s blood glucose (bg) level was "high"; although a specific value was not provided. Reportedly, a correction injection was delivered to address bg. The pump was replaced to resolve the issue, and the customer continued to use the pump for insulin therapy. No additional patient or event information was provided.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.